Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction made to b5 and h8: the originally listed product was incorrect, so b5 has been updated accordingly. H8 field has been revised to indicate "reuse." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was due to physical stress from use, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a peeled/detached probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited peeled/detached probe. There were no reports of patient involvement.